Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced leakage from eight infusion sets on (B)(6) 2026 with leakage occurring at the infusion site the infusion sets were in use for less than one minute resulting in high blood glucose which was managed with a correction injection via multiple daily injections.